Event description:
This is now the fifth time that this type of reaction has occurred immediately upon flushing a newly inserted PICC with normal saline solution. I believe that it is not the normal saline, because I have tried different kinds, but it must have something to do with the PICC materials or the wire that is used in the PICC line as part of the tip locating system. I have looked this up on IV-therapy.net and the reaction has been described by others. This is what happens: I place the PICC line -I have done over 3045 of these since 1991. I remove the tip locating wire, check for a blood return, then flush with 10 ml of ns. Immediately, the pt chokes/coughs, panics, turns red in the face, complains that they cannot breath/ o2 saturation goes down, bp goes up. The reaction passes in 5 mins.